Event description:
Caller reported experiencing resistance when filling, with issues sometimes arising when trying to insert the needle into the cartridge. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. Customer changed the syringe/needle and cartridge to address the issue.